Event description:
It was reported the patient had stimulation coverage of her pain area, but reported rib pain since the implant of the scs system. The physician prescribed anti-inflammatory medication and referred the patient to a neurologist. It was reported a CT scan was performed, but no anomalies were noted. The patient reported the pain in the ribs persisted and requested for the system to be removed. The physician explanted the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.